Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the scrub tech asked for a vascular load for the vascular stapler, while trying to insert the vascular reload into the stapler it would not fit. So upon review of the reload we noticed that the metal of the reload was bent and that is why load would not fit into the device. So a new reload was opened and proceeded with the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. D4: batch #601a90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 601a90, and no non-conformances were identified.